Event description:
The reporter indicated that a 13.7 vticmo 13.7 implantable collamer lens of -9.5/2.0/87 (sphere/ cylinder/ axis) was implanted into the patients right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for a shorter length lens and the problem was resolved. Cause is reported as unknown.

Manufacturer narrative:
This product is not marketed in the us. Claim # (B)(4).